Event description:
The customer reported that the insulin pump had a battery alarm and frozen display. Troubleshooting was performed. The customer stated that the battery was changed, but the insulin pump still has frozen display. The customer also mentioned that the buttons were unresponsive. Advised the customer discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.